Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had change the battery alarm and it was showing the version number and then the insulin pump was reset and did the same thing over and over again. Customer stated he put the battery back into the pump and it was not turning on at all. Customer stated that the there was a good amount of rust on the battery cap. No harm requiring medical intervention was reported. The device will not be returned for analysis.